Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a transeptal puncture, a bmc radiofrequency puncture generator was selected for use. It was reported that during radiofrequency energization, the unit was shutting down and error code e85 was observed. The procedure was not able to be completed due to the error message. No further information was provided.

Manufacturer narrative:
Section d suspect medical device: updated section g manufacturing site: updated.

Event description:
During a procedure and during a burn the unit was shutting down and showing an error code e85 from what the nurses where seeing. Site was not able to complete the procedure due to this issue. No indication if product will be returned. No further information was provided.